Event description:
One day post insertion of shiley tracheostomy tube (size 8.0 cuff), leak was noted requiring replacement of the tracheostomy tube. Further investigation of this occurrence found three additional cases in the past four months with shiley tracheostomy tube leak/rupture.

Event description:
One day post insertion of shiley tracheostomy tube (size 8.0 cuff), leak was noted requiring replacement of the tracheostomy tube. Further investigation of this occurrence found three additional cases in the past four months with shiley tracheostomy tube leak/rupture.